Manufacturer narrative:
(B)(6). (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that surgeon was conducting a bilateral refractive lens procedure. He had completed the first eye and the patient was prepared for surgery for the second eye. Surgery had commenced when the phaco failed to prime. The surgery was delayed ¾ hour while opo71 was collected from another site and delivered. Procedure was completed using that opo71. No impact to patient besides the delay in procedure.

Manufacturer narrative:
Upon further review of this file it was determined that this report was inadvertently filed as it should not have been considered a reportable event. There was no patient consequence to the delay reported as the procedure had not commenced. The event occurred prior to patient contact. Therefore no further reports will be submitted under this manufacturer report number (3006695864-2017-00672). Device available for evaluation ¿ yes, returned to manufacturer on 9/08/2017. Device returned to manufacturer ¿ yes. Device evaluation the device was returned to the manufacturer. The opo73 units (3) were visually inspected at 18¿ distance with unaided eye. The units were returned with priming solution. One unit was missing the spike drip chamber a spare spike drip chamber was attached in order to perform the prime test. No other assembly defects were observed. The prime / tune test was completed with satisfactory results to all three opo73. No priming issues were observed during the testing for the returned product. During the functional testing no issues were observed. No failure was detected on the returned product. The product met the acceptance criteria. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed that no other complaint have been received for this production order number. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the device. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.